Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor and consumed glucose without comparison test. No symptoms were reported, however customer was seen at the hospital and a reading of "hi" was obtained on the hospital meter. Customer received unspecified treatment, however no further information was provided. A sensor reading of "lo" (readings lower than 40 mg/dl) was obtained compared to 501 mg/dl on the hcp meter. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor and consumed glucose without comparison test. No symptoms were reported, however customer was seen at the hospital and a reading of "hi" was obtained on the hospital meter. Customer received unspecified treatment, however no further information was provided. A sensor reading of "lo" (readings lower than 40 mg/dl) was obtained compared to 501 mg/dl on the hcp meter. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.